Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: there was no activity related to the allegation found in the pump's black box. The pump powered on to a call service 020 alarm. The eeprom component was found to be cracked.